Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported through distributor ¿severe pain¿, ¿asymmetry¿, ¿significant deformity¿, ¿capsular contracture baker grade IV¿, ¿double capsula¿ and "secretion of the nipple". This record is for the right side. Device was explanted.